Manufacturer narrative:
The suspect device has been returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that follow-up surgery was performed on this patient (B)(6) 2019. The physician states that some foreign body remain within the patient and due the patient's age, physical condition and family concerns, the decision was made not to continue with additional removal attempts.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a cerebral angiography procedure, the catheter tip detached within the patient's arterial vasculature and migrated to the abdominal aorta. The physician did not attempt to remove the detached catheter tip from the patient during this procedure.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.